Event description:
On (B)(6) 2013, at (B)(6), palo alto, ca, for cardiohelp unit (B)(4) after a system restore was performed the unit gave a "battery 2 needs service" error message. The unit was not in use on a patient at the time. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by a service technician at mcp in (B)(6) and the sensor panel was replaced. Preventative maintenance and long term testing was performed with the device passing all tests. (B)(4).